Event description:
Limited info rec'd in which facility reported pt experienced chills during treatment on the meridian device. Blood cultures were obtained and "no growth (48 hours)" was reported. During treatment pt rec'd epo and heparin (doses and routes unknown). Pt's type of access was catheter plus arterial-venous fistula or graft. Dialyzer in use was a baxter CT-190, with reuse number 16. Dialysate used was 1k/3caa and 2k/3caa.